Manufacturer narrative:
Siemens headquarters support center (hsc) specialist reviewed the data provided. Hsc found no errors were posted with the discordant results. Hsc did find multiple aliquot probe detect errors around the time of the event. Hsc does not suspect a reagent issue as quality control (qc) has been within range and no other qc issues have been reported. Hsc does not suspect an instrument malfunction as no errors were reported at the time of the sample testing. No other discrepant patient samples have been reported. It was found that the customer uses a stat spin for their centrifuge. The cause of the discordant calcium, chloride, carbon dioxide, glucose, potassium, sodium, magnesium and uric acid results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, calcium, chloride, carbon dioxide, glucose, potassium, sodium, magnesium and uric acid results were obtained on two patient samples on a dimension vista 1500 instrument. The initial results for sample ID (B)(6) were reported out to the physician(s) and sample ID (B)(6) were not released. The customer tested the same samples on an alternate dimension vista instrument, resulting within the patient's clinical range. The customer then repeated the same samples on the original dimension vista 1500 instrument, resulting within the patient's clinical range. The repeat results were reported out to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, calcium, chloride, carbon dioxide, glucose, potassium, sodium, magnesium and uric acid results.